Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The product was returned. Solution is dried on the lens. Haptic and optic damage was observed. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The specific lens issue was not specified. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens was faulty. The timing of the event and patient impact are unknown. Additional information has been requested.

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).